Event description:
It was reported the cutting wire of this sphinctertome broke during a papillatomy procedure. The detachment occurred within the first two seconds of use. The physician had not utilized the microknife xl to cut, although cautery had been utilized. The detached wire was reported to have implanted the duodenal tissue upon separation of the wire from the device, however there were no adverse effects to this patient. The needle was then removed without further incident. The procedure was rescheduled for the following day due to the general condition of the patient. The patient was successfully treated the following day. This device has not been received by this manufacturer. Therefore, a failure analysis is not available. Without evaluating the device company is unable to determine the exact cause for this event at this time.